Event description:
The customer reported that they were experiencing poor image quality. The problem occurred with patient on the table. The customer was able to complete the case without incident. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshoot the system. The system batteries are bad and require replacement. Informed customer of problem, ge no longer has parts availability on this model. Customer is looking into ordering and replacing the batteries themselves.